Event description:
Dealer states, burning smell as reported by customer. Upon inspection found batteries were bloated, melted together, overcharged. Gel or some kind of moisture was present on the outside.